Event description:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with multiple courses of antibiotics (specific date, type, and duration not reported). The patient also underwent a skin flap revision surgery (specific date not reported). A few months later, the infection at the implant site recurred and the patient was treated with additional antibiotics (specific date, type, and duration not reported). It was also reported that skin erosion has developed over the implant site. Subsequently, the device was explanted on (B)(6) 2025, and there are no plans to re-implant the patient with a new device as of the date of this report.